Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor did not pass incoming functional testing. The root cause for the open resistor could not be positively identified. There were no adverse events associated with the monitor malfunction.